Event description:
Ous MDR - after an implant of about 1 month, it was reported that the ventricular channel presented an impedance > 2500 ohm without capture with high output settings (7.5v at 1.5ms). This was confirmed at the next follow-up. During revision the physician decided to replace the device after several reconnections of the leads with no success in obtaining appropriate impedance and threshold values. No adverse patient effects were reported. The device was explanted.

Manufacturer narrative:
Ous MDR.